Manufacturer narrative:
Per the t:slim g4 user guide, only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 321 mg/dl and insulin injections were used to address the bg level. The customer was to use another pump to manage diabetes. Reportedly, the customer was using apidra in the cartridge.